Event description:
It was reported that the surgeon noticed a crack in the preloaded cartridge when starting to insert the intraocular lens (iol) into patient's left eye. The second preloaded device used too had similar issue that the cartridge cracked. Only the cartridges had patient contact with the eye in both the cases. The procedure was completed using another lens of different model, but of same diopter and no other intervention was required. No other information was provided. This report captures the second lens mentioned above and a separate report is being submitted to capture the first lens mentioned.

Manufacturer narrative:
Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed the damaged complaint lens was received stuck inside the cartridge of the complaint simplicity handpiece. The cartridge was observed cracked with the lens protruding from the crack and the cartridge tip was observed damaged. No additional defects or assembly issues were observed before and after disassembly. The lens was not removed to avoid introducing additional damage unrelated to the return condition of the lens. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: the reported complaint issue cartridge crack was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.